Event description:
It was reported that the ventilator's turbine did not rotate. It is unk if the ventilator alarmed or if it was connected to a pt, when the reported problem occurred.

Manufacturer narrative:
Na.